Manufacturer narrative:
(Age at time of event: (B)(6)): corrected information. The report of the patient being found on depleted batteries was confirmed based on the review of the submitted log files downloaded from the patient's system controller at the time of the event; however, a specific cause for the event could not be conclusively determined through this evaluation as the device was not returned. The submitted log file confirmed that the low battery advisory became active and approximately 2 hours later, a low battery hazard was flagged. The next entry revealed a time clock reset, indicative of a complete loss of power to the system controller. Power was then restored and the system controller began to operate at the set speed of 8800 rpms. Based on the information available to the manufacturer, the patient was doing fine following the event and has been discharged home. No further events have been reported to the manufacturer and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was found down with depleted batteries. It was not clear if alarms were ongoing when the pt was found/ the pt is currently intubated and sedated in the ICU. There were no adverse alarms or events noted in the log file prior to and after the pump stoppage. Add'l info provided by the vad coordinator approximately 17 days later indicated that the pt is now "completely fine" and has been discharged from the hospital.